Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the lead poly insulation sleeve was bunched up and coils were deformed. The helix was retracted and noted body fluid in the helix housing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not implanted successfully as the helix would not extend while in body and due to placement difficulty. It was noted that the lead extended but after approximately fifteen turns, it sprung out of the lead tip. The rv lead was never in service. No adverse patient effects were reported.